Manufacturer narrative:
Follow-up #1 date of submission 03/20/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The ¿ok¿ button responded intermittently while the remaining buttons responded properly. Removal of the keypad cover found contamination under the contrast, ¿ok¿ and ¿down¿ button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿ok¿ button was responding intermittently. The button issue was on going for about a month and was getting worse. The patient stated that there was no trauma or damage to the pump and no evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.